Event description:
We discussed the medtronic linq ii (lnq22) insertable cardiac monitor, serial number (B)(6), implanted in my chest wall by a cardiologist on (B)(6) 2023. However, it is not communicating because medtronic is ending or has ended software support for patients using a samsung note 9 cellphone running operating system 10. You reached out to medtronic to confirm this software issue. This loop recorder medical device was implanted in 2023. When this was implanted, medtronic did not disclose the end-of-life date for cardiac telemetry connected through my samsung note 9 cellphone in (B)(6) 2024. The medtronic website at https://global.medtronic.com/xgen/ mobileapps/patient-caregiver/cardiac-monitoring/mycarelink-heartapp. Html today, (B)(6) 2024, lists my samsung note 9 cellphone as compatible. When adverse cardiac dysrhythmia telemetry reports to a cardiologist's or clinic's office are not transmitted, patients cannot receive the benefits of remote cardiac monitoring. This issue also raises the likelihood of severe adverse health consequences or even death. To find out if advertising a medical product is compatible when it is not, I have shared this information with the u.s. Food and drug administration for their attention. I have attached a copy of the medical device identification card and a copy of the medtronic web page.